Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, pulling trunk cable connector j702 on the distribution node pca. The cause of the test failure was the pulled cable and connector. The root cause for the strained cable connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.